Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full defibrillation functionality testing with no discrepances found. The device was recertified and returned to the customer. Review of the device log on the reported event date of (B)(6) 2020 did show a defib not charged message. This message indicates that the shock button was pressed while the device was not charged. The device will not deliver a shock unless charged. The device performed as designed and configured. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.